Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for spinal pain. It was reported that the patient had a spinal block surgery nine days prior to the call. The patient confirmed the spinal block surgery was related to their device and therapy. No further complications were reported/anticipated.